Manufacturer narrative:
Evaluation in progress but not concluded.

Event description:
During use for cardiopulmonary bypass, the roller pump displayed a belt slip error message. There was no adverse consequence to the patient as a result of this event.